Event description:
It was reported by (B)(6) that the compact speed reducer device was damaged. During in-house engineering evaluation, it was observed that the device fell apart and became unattached. It was further determined that the drive shaft was bent, device was missing components and locking components were damaged. It was further determined that the device failed pretest for visual assessment, lock assessment and speed (rpm) of uut. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2021. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition of device fell apart and unattached identified during service and evaluation was confirmed. The assignable root cause was traced to user, which is user error. UDI: (B)(4).